Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that back of last year the patient both of the hips had to do revision because the patient had a metal on metal in the joints front. The surgery was back in 2004 letting the patient to get chromium poisoning in blood system and high level and so it got to be revised call back.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. A manufacturing record evaluation (mre), was not possible because the required lot code was not provided. Added: a2,a3,b6.